Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The tip od was measured which is within specification. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 30x3.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the severely tortuous and non calcified left anterior descending(lad) artery. Following predilation with a 2.5x15mm apex balloon catheter, a 38 x 3.00 promus premier drug-eluting stent was selected for use and advanced but failed to cross the lesion. Another predilation was performed with a 3.0x15mm quantum apex balloon catheter. Subsequently, the 38 x 3.00 promus premier stent was re-advanced but still failed to cross the lesion. The device was removed and the physician noted that the proximal segment of the stent was damaged. Another 38 x 3.00 promus premier stent was advanced which also failed to cross the lesion. Eventually, the procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 30x3.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the severely tortuous and non calcified left anterior descending(lad) artery. Following predilation with a 2.5x15mm apex balloon catheter, a 38 x 3.00 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. Another predilation was performed with a 3.0x15mm quantum apex balloon catheter. Subsequently, the 38 x 3.00 promus premier¿ stent was re-advanced but still failed to cross the lesion. The device was removed and the physician noted that the proximal segment of the stent was damaged. Another 38 x 3.00 promus premier¿ stent was advanced which also failed to cross the lesion. Eventually, the procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was stable.